Manufacturer narrative:
(B)(4). The insulin pump passed the self test and displacement test. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The insulin pump powered up properly after insertion of the battery. The insulin pump performed a safe shut down and then powered back on. There was no unexpected pump error 23, pump error 49 nor or pump error 68 alarms during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a multiple pump errors. The customer¿s blood glucose was 154 mg/dl. Troubleshooting steps were provided for power error detected alarm. Customer states she inserted another battery and then they received a few pump errors. Customer states they are able to rewind the pump. The customer states pump was not exposed to a high magnetic field. The customer was assisted for displacement test and the test was failed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.